Event description:
Per the clinic, the patient presented with skin breakdown at the implant site following a fall, with suspected contributory fungal infection and excoriation. Initial evaluation showed no implant exposure, fluid collection, or evidence of device compromise, and device connection was adequate. Despite medical management, including topical antifungal treatment and discontinuation of the external processor, the patient developed progressive skin breakdown and subsequent implant extrusion. Surgical intervention was undertaken to salvage the implant using local tissue rearrangement with pericranial and musculocutaneous flaps, achieving temporary coverage. However, recurrent wound dehiscence and implant exposure occurred. The patient device was subsequently explanted on (B)(6) 2026 under general anaesthesia. Intraoperatively, lack of osseointegration of the bi300 implant was noted. The wound was debrided, irrigated, and closed. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 19, 2026 had one adverse event that was filed inadvertently in the report. No lack of osseointegration had occurred. Per the clinic, the patient also experienced tissue breakdown (open wound) at the implant site. The skin flap revision surgery (as reported in the initial MDR) was performed on (B)(6) 2026 under general anesthesia. It was also reported that during the device explantation surgery on (B)(6) 2026, the surgical site was irrigated with saline and antibiotics. Additionally, the patient was hospitalized overnight on (B)(6) 2026 and discharged on (B)(6) 2026. The patient was also treated with topical and oral antibiotics (specific date and duration not reported) for the infection at the implant site. Device analysis report attached.